Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.2 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. No button error alarms were noted. The pump had intermitted button response due to corroded keypad traces. The pump also had a cracked belt clip slot, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a scratched reservoir tube window, and a stained end cap sticker.